Event description:
A malfunction was reported on the pump, but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support in resetting the pump, and was advised to continue using it while monitoring for any recurring malfunction codes. The customer was instructed to call back if the issue recurred and acknowledged and understood these instructions.